Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the power cord for damage, verifying the count of batteries, and the correct installation of batteries. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 06/15/2021, for the return of the product, the customer responded that she hadn't had a chance to return the pump because she was hospitalized with double mastitis (which became our aware date). The customer indicated that they were not sure what caused the mastitis but she was kept in the hospital on IV antibiotics because the oral ones were not working. She also indicated the she was doing well but still has a lot of discomfort in her breasts, but they are not red and her fever has not returned. She stated that she had a follow appointment with her doctor for her post operation and they would also check her breasts for mastitis. In additional follow up with the customer on (B)(6) 2021, the customer indicated the she had finished her antibiotics and her doctor was happy with her results. She indicated that she still had some tenderness, but not any other symptoms and the replacement pump was working well. The device was returned with the customer's power cord and was evaluated on (B)(6) 2021. The device passed the power test with the customer's power cord and the lab power cord. The customer's report of a power issue could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump would not power on she had tried the power cord and battery pack.